Manufacturer narrative:
MDR decision date: (B)(4) 2014. No serious injury alleged. Malfunction alleged. Chair unintentionally jolted ahead causing the user to run in to a minivan. End user's finger was stuck in the wheel space from the event which led to a fracture.

Event description:
Chair unintentionally jolted ahead causing the user to run in to a minivan.